Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported through national breast implant registry "capsular contracture baker grade 4", "device migration", "implant malposition" and "ptosis" which is not device related. This record is for the left side. Device was explanted.